Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni results within risk stratification range for one patient generated by the unicel dxc 600i synchron access clinical system. The sample was repeated and the result was within the normal reference range. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were collected in plastic bd lihep plasma tubes with gel separator. The samples are centrifuged for ten (10) minutes at 3500 rpm. Qc was within the customer's established ranges pre and post the event. On (B)(6) 2010, the customer performed routine system check; both passed within instrument specifications. On (B)(6) 2010, a bci field service engineer (fse) performed high sensitivity (hs) system check which failed. On (B)(6) 2010, the fse performed preventive maintenance on the instrument and performed routine and hs system check; both passed within instrument specifications. Fse performed a 20 replicate low level qc precision test and all results passed. A clear root cause has not been identified for this event.